Event description:
It was reported a skin irritation causing scar tissue had occurred while wearing the pod longer than 48 hours. The affected area is on the patient¿s left and right arm. The patient mentioned they have several hard spots, feels like hard skin and little lumps. Additionally, the patient mentioned their blood glucose level rose to 424 mg/dl and staying high, despite receiving the max delivery of insulin. Their current iob is 1.55 units. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.